Event description:
"During infusion of undiluted vp-16 (chemotherapy), the catheter melted away."

Manufacturer narrative:
Lot history review is not possible as no lot number has been provided. Under 5x magnification, tubing end containing well-defined even edge is remarkable for relatively wide annular ring less than 0.1 inch from tubing's end. This may have been caused by clamping with atraumatic surgical clamp when effecting repairs. Microscopic examination (10x) of this end of tubing's face shows slightly uneven surface with straight striations that may indicate it has been cut with a sharp instrument similar to scissors. Examination of opposite end of tubing reveals grossly irregular edge with sharp angles and broken and rugged face. There are five individual longitudinal slits of varying lengths extending away from the tubing edge. Except for one slit, 20x magnification shows each to have a straight edge with rough, broken walls indicative of blunt dissection. Individual slit that does not have broken walls, has straight edges also, however, walls are smooth and finely textured. This may be result of tubing tearing, possibly during repair. No associated damage is noted on the outer diameter of inner diameter or the complaint sample. While complaint sample contains evidence suggestive of blunt dissection, no info is available indicating mechanism of dissection. Complaint file indicated tubing "melted away" when infusion undiluted vp16. However, characteristics of damage to complaint file are not consistent with caustic process (e.g. Rounded, smooth angles, pitted surfaces, etc). In 12/30/1997 telephone consultation with clinical services it was confirmed that vp16 is not incompatible with polyurethane catheter tubing and central venous access devices mfg with this material are used routinely in administration of chemotherapeutic agents. Complaint of defective catheter resulting in incompatibility with chemotherapy agent is unconfirmed. Damage found on complaint sample are characteristics associated with blunt trauma. Product instructions for use directs user to establish protocol stipulating "...that catheter is not be used for any purpose other than prescribed therapy."